Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-10-10, (B)(4) (con): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient fell and broke the device, but was not sure if they broke the ins or the lead. The patient indicated that they were supposed to have surgery the friday after the call. No patient symptoms were reported. No complications were reported or anticipated.